Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the complaint failure is a known phenomenon resulting from forcing the device through resistance. Even if the complaint could not be confirmed, it is always advised to inspect the device for abnormalities prior to use. This information is addressed in the instructions for use (IFU): "before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the vizishot needle slipped repeatedly. The reported problem was found during an procedure. There was no harm or user injury reported due to the event.